Manufacturer narrative:
(B)(4). Date sent: 02/04/2016. Additional information was requested and the following was obtained: did the device staple? Yes. Was the staple line complete? No. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? Proximal donut was incomplete. What was the appearance of the donuts? Approximately half donut proximal. Did any pieces of the white ring fall off of the device? It had migrated towards the anvil. How was the procedure completed? Like device but still had a leak and repaired it with suture. Were there any patient consequences? If yes, please describe. Surgeon put in a diverting colostomy as a preventative measure. What is the current status of the patient? Unknown.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device and noticed afterwards that the white ring had migrated towards the anvil. It is unknown how the procedure was completed. It is unknown if there were any patient consequences. The device was discarded.